Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2024, it was reported that the patient was feeling anxious, her feet felt like it had pins and needles. The cgm reading was providing low readings, she kept eating until she felt sick. The patient was feeling anxious about the hypoglycemic values, she was feeling sore and her feet felt like it had pins and needles. The patient mentioned that at some point the cgm reading was low and the bg taken at home was 120 mg/dl. The patient was hospitalized but there was no documentation how long the patient stayed at the hospital for this event. At the emergency room they took a bg reading was 100 mg/dl and the cgm reading was low, the patient reported that the device didn´t alerted for the low values. The patient was treated with IV medication and oxycodone 10mg (dose of her normal medication oxycodone, daily medication 3-4 times a day). It was documented that the patient went to the emergency room 3 times for 2 sensors that were experiencing inaccurate readings and sensor errors. The related events were documented in (B)(4). At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).